Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for evaluation. The visual inspection of the pump showed signs of impact. During investigation it was found that the dso was shattered. This would have resulted in no advancement of the pushrod. Based on the evidence, the complaint was confirmed. The problem source was identified as shattered downstream occlusion sensor.

Event description:
It was reported that the device was in use with patient for infusion. The infusion was treatment for pulmonary arterial hypertension (drug name not provided). The reporter stated the pump gave an "error" alarm. No adverse effects to patient reported. Refer to related file 3012307300-2019-00977, (pump 2 (B)(4)).